Event description:
Tritanium cup became stuck on insertion handle and would not disengage.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown shell impactor. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Manufacturer narrative:
The patient is (B)(6) centimeters in height. An event regarding a tritanium shell that would not disengage from the insertion handle was reported. The event was not confirmed. Conclusions: the exact cause of the event could not be determined as the device was not returned.

Event description:
Tritanium cup became stuck on insertion handle and would not disengage.